Event description:
It was reported that the xenon light source exhibited an e300 code error and the front panel lights were blinking or flashing. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, it likely occurred due to the intermittent use of the high-brightness mode, due to wear of the socket slider switch. The root cause could not be identified. Olympus will continue to monitor the field performance of this device.